Manufacturer narrative:
Evaluation results - device was not returned to MFR; no evaluation could be performed.

Event description:
In 2007, and l3-s1 procedure was completed using the icon system. Approximately 15 months later, the pt complained of pain at the surgery site. An MRI revealed one of the rods was displaced. All screws and set screws were in place. A revision surgery was done in 2008. The pt is asymptomatic at this time.